Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm in zone three and four. The proximal neck was 27 mm in diameter and 50 mm in length. The aorta diameter immediately distal to the aneurysm was 25mm. The right common iliac diameter was 17mm and the left was 12mm. There was mild tortuosity and moderate calcification. It was reported that on a follow up CT scan revealed a distal type I endoleak. No intervention has been performed. No additional clinical sequelae were reported and the patient is being monitored.